Event description:
It was reported via repair work order that the unit was popping out of brake due to a malfunction pivot carriage bushing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the unit was popping out of brake due to a malfunction pivot carriage bushing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the steer would not remain engaged due to a missing bolt on the patient right side of the big wheel carriage. The technician reported that the brakes could still be engaged. This is not likely to harm the patient as the steer feature is a customer preference feature. The stretcher remains mobile and can still be navigated without use of the steer feature. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.